Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgeon had to do additional surgery on a patient because the femoral component and the stem came uncoupled. Additional information received from surgeon on 8/17/2022: patient had a previous supracondylar femur fracture years ago which had healed in a valgus position. This led to arthritis of the knee. Because of this situation we chose to perform a distal femoral osteotomy to address the malunion and a total knee arthroplasty to address the arthritis. The plan was that the stemmed implant should maintain the correction gained by the osteotomy. The patient did well initially but then noted increasing pain and increasing valgus angulation of the knee. X-rays showed increasing valgus alignment and the stem was coming uncoupled from the femoral component. On (B)(6) 2022, surgery to correct this was a reduction and placement of a lateral locking plate on the femur to maintain alignment and allow healing of the osteotomy. The femoral component and the stem were left in place. The femoral component maintained its fixation on the distal fragment and the stem maintained its position in the im canal. The angulation occurred at the connection between the two. Surgeon also stated: "...the connection between the femoral component and a stem have not maintained a strong connection. I have a friend who is an engineer and used to own a mechanical testing company. He states a morse taper is a very reliable connection. It should not come apart easily and sometimes requires special tools to disengage the joint."